Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 20 mg/dl. The customer was treated by the paramedics. The customer stated that their health care provider took them off the medication that was causing the low blood glucose levels. The customer did not return the product back for analysis.